Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/perforation (uterus)"), device breakage ("device breakage"), fallopian tube perforation ("perforation of fallopian tubes") and device dislocation ("migration of essure to colon, bowel") in a 44-year-old female patient who had essure (batch no. 835431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty and augmentation mammoplasty. Patient states she had bloodwork completed and treated with metronidazole and dicyclomin with no relief last bowel movement was this morning and normal. Previously administered products included for birth control: loestrin from 2001 to 2010; for an unreported indication: flagyl. Concurrent conditions included bleeding breakthrough since 2011, menses irregular, fecal incontinence, bowel movement irregularity, abdominal discomfort, left upper quadrant pain (and left lower quadrant.), potassium low, bacteria urine identified, difficulty sleeping, bloating and pain. Concomitant products included medroxyprogesterone (depo provera) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain/pain in left side abdomen"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device), surgery (bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, dysmenorrhoea, menstrual disorder, back pain and pelvic pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: total bilateral occlusion. Computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc.quality safety evaluation, entry of FDA codes and device problem code, manufacturing and expiration dates, addition of ptc global number reference. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device/perforation (uterus)"), device breakage ("device breakage"), fallopian tube perforation ("perforation of fallopian tubes") and device dislocation ("migration of essure to colon, bowel") in a 44-year-old female patient who had essure (batch no. 835431) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: loestrin from 2001 to 2010. Concomitant products included medroxyprogesterone (depo provera) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain") and abdominal pain ("abdominal pain/pain in left side abdomen"). The patient was treated with surgery (bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, dysmenorrhoea, menstrual disorder, back pain and pelvic pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: total bilateral occlusion. Computerised tomogram pelvis - on (B)(6) 2012: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- device breakage, perforation of fallopian tubes and migration of essure to colon, bowel and event verbatim was updated as abdominal pain/pain in left side abdomen. Lab data added and concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, menstrual disorder, back pain, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2012, hsg (hysterosalpingogram), confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.